Event description:
General report received on an unspecified number of undocumented incidents of disconnection. The tubing sets were being used as saline locks, delivery of unspecified medications or for peripheral blood draws. The option-lok male adapters were connected to the pts' IV catheters and reportedly did "not make a good, tight connection." After unspecified lengths of time in use, it was reported that the option-lok male adapters disconnected from the IV catheters and unspecified volumes of blood loss were noted. It was reported that an unspecified number of pts required new peripheral IV sites to be started. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delays of therapy critical to these pts. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
A device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.